Event description:
It was reported that the alert notification value did not match the current cgm value. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).